Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon was ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified forearm vein. A 5.00mm/2.0cm/50cm otw peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm within 3 seconds. The device was removed using normal method without problem. The procedure was completed with the same device. No patient complications were reported and the patient status was good.